Manufacturer narrative:
The device is returning for analysis; however, has not be received yet. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported after opening the 3.5x48mm xience xpedition stent delivery system (sds) and removing it from the hoop coil and removing the protective sheath it was noted that the shaft was separated into pieces. Another xience xpedition stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported after opening the 3.5x48mm xience xpedition stent delivery system (sds) and removing it from the hoop coil and removing the protective sheath it was noted that the shaft was separated into pieces. Another xience xpedition stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material separation appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.